Event description:
New information received notes that atrial and right ventricular leads were explanted and replaced. The patient was stable following procedure.

Event description:
Related manufacturer report number: 2017865-2023-16910. It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and increased capture threshold. The atrial lead showed oversensing due to noise. This oversensing resulted in inappropriate mode switch. The leads will continue to be monitored. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were high pacing impedance and inadequate capture. As received, only a distal portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.